Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive torque. There are warnings in the instructions for use that state that this type of event can occur: under care and handling instruments, "surgical instruments and cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that the patient underwent a total knee revision surgery due to infection on (B)(6) 2014. During the procedure, the 5mm hex screwdriver did not remove the screw through the femoral component as intended. The femoral component needed to be detached from the stem in order to gain access to the cemented stem for subsequent stem removal. The surgeon applied an alternative method of removing the components, resulting in a one hour delay. Upon review, it was noted that the hex screwdriver was twisted.

Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.